Event description:
The pt was initially seen at our facility on (B)(6) 2010, for initiation of chemotherapy treatment "modified folfox6." In accordance with this treatment the pt was prescribed a on-q-pump filled with 4,872mg of fluorouracil to be delivered at 5ml/hr which should have lasted 46 hours. The pt returned approx 48 hours later to have the pump removed and it was evident that the pump had failed and delivered approx half of the intended dose. The bulb pump was returned to the pharmacy and placed back in our mic hood where I tried to remove the remaining drug. In trying to access the fluid from the injection port used to fill the drug I could not aspirate more than 2 drops. In trying to access the fluid from the administration line, I could not aspirate any fluid. Therefore, based on the size of the bulb we estimated that half of the drug was delivered and we prepared a new pump for the pt to deliver 2,436 mg over the next 24 hours. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: metastatic colon cancer.